Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that the patient experienced access site bleeding and worsening kidney injury during impella cp support. The bleed was believed to have a probably relationship to impella use while the kidney injury was thought to have a possible relationship to impella support. The patient received two units of packed red blood cells and 1 unit of cryo in response to the bleed. The patient's acidosis was managed with sodium bicarbonate pushed and high pressors. The patient unfortunately did not recover and expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿